Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was prescribed antibiotics for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 7/feb/2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count from effluent taken in the outpatient clinic on 7/feb/2023 presented with no growth in the culture and a wbc count of 1106/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique by caregivers during ccpd therapy on a hospital provided cycler (unknown brand and model). The patient was previously hospitalized for a covid-19 infection from (B)(6) 2023 that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). Hospital staff did not adhere to aseptic technique while assisting this patient with pd therapy, directly resulting in this infection. Additionally, the patient was previously on antibiotics during this hospital stay (unknown type, route, dose and frequency) that substantiated the lack of growth in the effluent culture. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s pd catheter was removed on (B)(6) 2023 in an outpatient procedure due to the severity of infection. The patient transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis. The patient is recovering from this event while he remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues in-center hd therapy with a plan to return to pd therapy when cleared by physician.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was prescribed antibiotics for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count from effluent taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and a wbc count of 1106/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique by caregivers during ccpd therapy on a hospital provided cycler (unknown brand and model). The patient was previously hospitalized for a covid-19 infection from (B)(6) 2023 to (B)(6) 2023 that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). Hospital staff did not adhere to aseptic technique while assisting this patient with pd therapy, directly resulting in this infection. Additionally, the patient was previously on antibiotics during this hospital stay (unknown type, route, dose and frequency) that substantiated the lack of growth in the effluent culture. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s pd catheter was removed on (B)(6) 2023 in an outpatient procedure due to the severity of infection. The patient transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis. The patient is recovering from this event while he remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues in-center hd therapy with a plan to return to pd therapy when cleared by physician.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to non-adherence to aseptic technique by hospital caregivers during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures presented with no growth, an initially elevated wbc count with a reduction of symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.